Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reportedly passed away within 30 days of implant. The pes will be voluntarily returned, and the patient's family reported no problem with the unit. The cause of death has been requested from the clinic pending further update.

Manufacturer narrative:
A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via the enterprise platform for integrated quality (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.

Event description:
It was reported that the patient passed away within 30 days of implant. Although there were no allegations that it was related to the cardiomems sensor or implant, further information was not able to be obtained from the site.